Event description:
The complaint was reported in 2003 for a blazer ii xp ablation catheter breaking at the second electrode with a break in insulation. The malfunctionw was noticed upon withdrawal of the device, with no report of injury to the pt. The investigation was originally closed in 2003 after product had not been returned. There was nothing to indicate potential for pt injury at that time. The product was subsequently returned and analyzed in 2003. The exam revealed a protruding wire from the steering mechanism. The classification of this device malfunction as having potential for pt injury was made the next day. The cause of the device malfunction is under investigation.